Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported incompatible scope error e315 during inspection for use involving an olympus video system center. The customer checked for the cabling and cleaned the scope connector contacts as well as the scope socket, but the error still persisted. There was no patient injury reported.